Manufacturer narrative:
The pacemaker was received for an analysis. Prior to the analysis the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. As a first analysis step, the device was visually inspected revealing burn marks on the pacemaker housing most likely resulting from the reported use of an electrocautery tool during the explantation procedure. The pacemaker was subjected to an electrical incoming inspection. During initial interrogation the device was operating in a safety backup mode and the programmer prompted a re-initialization request. The pacemakers memory content was inspected. The inspection revealed that the device switched into the safety backup mode on (B)(6) 2018, as a result of the detection of invalid memory content. After reinitialization with the programmer the device was operating as expected. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to assure the patients safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. Upon interrogation a device status error message appears to notify the user. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In conclusion, the clinical observation resulted from invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as the reported cautery procedure could be taken into consideration. After a manual correction of the invalid memory content the device was operating as specified. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
The patient went in for a procedure to update this pacemaker to an ICD. During the case this pacemaker went into backup mode, likely due to cautery. The physician was unable to place an ICD lead so asked for another pacemaker. The physician would not wait for this device to be re-initialized. No adverse patient events were reported.